Event description:
Philips received a complaint by the customer on the v60 indicating that there was an oxygen device connection error. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and reported the reported problem could not be duplicated. The event log confirmed diagnostic error code (o2 device failed) had occurred. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.